Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number d4. Medical device lot #: unknown . D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. H.6 investigation summary material #: 367247. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
Report 2 of 2. It was reported that while using the bd vacutainer® safety-lok¿ blood collection set that 2 staff have had needle stick injuries. Customer has requested education.

Manufacturer narrative:
H.6. Investigation summary: material #: 367247. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
Report 2 of 2. It was reported that while using the bd vacutainer® safety-lok¿ blood collection set that 2 staff have had needle stick injuries. Customer has requested education.